Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped and replaced due to high threshold. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Closing codes were added to the manufacturers analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.